Event description:
On (B)(6) 2011, pt reported that she experienced elevated blood glucose of approx 200 mg/dl due to kinked infusion cannulas. Normal blood glucose is 92-180 mg/dl, and pt would correct hyperglycemia by changing the headset and bolusing through the infusion device. On one occasion, pt inserted 3 headsets in a row and experienced kinked cannulas with each. There were no issues with the preparation or insertion process. There was no insulin leakage. The headsets would occasionally fall out when the cannulas were kinked. Insertion device was used to insert the headsets, and pt noticed the issues immediately. Pt started this type of infusion set in (B)(6) 2010. Alleged infusion sets were discarded and will not be returned for eval. Product was replaced. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.